Event description:
The physician was performing a tonsillectomy and adenoidectomy (t&a) and was using the peak plasma blade to dissect. At the start of the case during dissection, the physician was cauterizing the adenoids when the wire in adenoid tip broke. No patient harm and nothing left in cavity.